Manufacturer narrative:
The device was returned to olympus for inspection, and the customer¿s reportable malfunction was confirmed. The root cause of the subject event was unspecified. Since the actual item was not sent to mbc, the cause of the event was unspecified. It is presumed that the defective event was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, repair history: it was confirmed that the below repair was performed on march 7, 2022, according to the latest repair history. Insertion section, a-rubber, pinhole, replaced. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. In addition, the following non-reportable malfunctions were found during device evaluation: adhesive on the bending section has a chip, venting connector of light guide connector is loose, due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds the specifications, switch cover 3 has a scratch, video connector has a crack, and indication on light guide connector is not correct. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had air/water leakages. During inspection and evaluation, adhesive around objective lens is peeled. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.